Manufacturer narrative:
Additional phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: baker grade 3 capsular contracture.

Event description:
Healthcare professional reported "baker grade 3 caps" against left device. The device remains implanted.

Event description:
Healthcare professional reported, "baker grade 3 caps" against left device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease fold observed, on the device. No further actions are required, as the device was implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.